Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with unknown size unknown gel implants on both sides at an unknown date and experienced bilateral breast implant ruptures. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On november 5, 2021, mentor became aware of the following and corresponding fields have been updated on this form: age, ethnicity, and race have been updated under fields a2, a5, and a6. Is required intervention has been selected under section b; field b2. Date of event under field b3 has been updated to (B)(6), 2021. Field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3504501bc". Field d4 for lot number has been updated to "5756191". Field d4 for serial number has been updated to (B)(6). Field d4 for unique identifier( UDI) has been updated to(B)(4). Fields d6a for implantation date have been updated to (B)(6), 2007. Fields d6b for explantation date have been updated to (B)(6) 2021. Patient codes "breast discomfort/pain" and "paresthesia" have been added to field h6. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned." A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, pain, and paresthesia since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).